Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-03881 / 03884).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2007 and a total left hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, lack of mobility, elevated metal ion levels, metal poisoning and metallosis. Subsequently, legal counsel reports left side revision procedures on (B)(6) 2012 and (B)(6) 2012. There has been no reported revision procedure for the right. Additional information provided in patient medical records indicate the left hip revision procedure on (B)(6) 2012 was due to infection. The patient's operative report noted purulent fluid, hematoma, and necrotic tissue. Additional information provided in patient medical records verified the initial product identifications for both hips. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2007 and a total left hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, lack of mobility, elevated metal ion levels, metal poisoning and metallosis. Subsequently, legal counsel reports left side revision procedures on (B)(6) 2012 and (B)(6)2012. There has been no reported revision procedure for the right. This report is based on allegations set forth in patients notice and the allegations there in are unverified.